Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed multiple failed battery alarms after inserting new batteries. Customer's blood glucose was unknown. Customer reported there was a crack on the edge of the cap where it screws into the insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer declined to revert to a back-up plan. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with low battery due to corroded battery tube. The insulin pump also had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.